Manufacturer narrative:
Report date: 19aug2021.

Event description:
The customer called into technical support (ts) reporting that the device will not tighten on the stand. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer has some damage to the bottom of the v60 and how it attaches to the top of the universal stand. Unit needs to be more secure to the stand. The rse recommended parts (thumbwheel, cover, cpu tray, feet, and base). Other information is pending.

Manufacturer narrative:
The customer found and replaced the screws that worked at securing the v-60 on the stand to resolve the reported issue. The device passed the required performance verification tests per philips standards. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer stated that it was identified prior (pre-use set up) to being used on a patient. No medical intervention was provided to the patient, nor was a delay noted.